Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation: uterus/ 3rd coil in uterus/ migration of essure device: myometrium/ perforation (uterus)') in an adult female patient who had essure (batch no. 641422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache (not recovered prior to essure), lightheadedness, appendectomy and colposcopy. Concurrent conditions included obesity, cramp in lower abdomen, spotting vaginal, asc-us and nabothian cyst. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;levonorgestrel (lo/ovral) from 2003 to 2009 and norethisterone (micronor) from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), alopecia ("hair loss/ hair loss"), migraine ("migraine/ migraines / headaches"), nausea ("nauseous daily/ nausea/ nausea"), depression ("psych injury/depression"), anxiety ("psych injury/anxiety"), dermatitis allergic ("allergy: rash/skin condition/ rashes or skin conditions type: rashes") and pruritus allergic ("allergy: rash/skin condition/ rashes or skin conditions type: itching") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti/ urinary tract infection"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), dizziness ("dizziness") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dysmenorrhoea, abdominal pain, vaginal haemorrhage, menorrhagia, dizziness, urinary tract infection, alopecia, migraine, depression, anxiety, dermatitis allergic, pruritus allergic, weight increased and weight decreased outcome was unknown and the pelvic pain, headache and nausea was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dermatitis allergic, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus allergic, urinary tract infection, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discharge summary reported that, three essure coils confirmed to be removed with the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 3. Removal details: during this part of the case, a portion of one of the essure coils was partially pulled out of the right uterine cornua with retraction, so it was completely removed from the uterus. At the end of the case, two coils were confirmed to remain in the fallopian tubes of the specimen. The third (removed from the uterus) coil was also sent to path with the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Computerised tomogram - on (B)(6) 2013: CT imaging that showed 3 essure coils, to presumably in the tubes and 1 presumably in the myometrium.. Pregnancy test urine - on (B)(6) 2009: negative. Ultrasound scan vagina - on (B)(6) 2013: perforation (uterus). Essure coils to presumably in tubes, and 1 presumably in the myometrium.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and 1 coil presumably in the myometrium lot number: 641422, manufacture date: 2009/05, expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation: uterus/ 3rd coil in uterus/ migration of essure device: myometrium/ perforation (uterus)') in an adult female patient who had essure (batch no. 641422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache (not recovered prior to essure), lightheadedness, appendectomy and colposcopy. Concurrent conditions included obesity, cramp in lower abdomen, spotting vaginal, asc-us and nabothian cyst. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;levonorgestrel (lo/ovral) from 2003 to 2009 and norethisterone (micronor) from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced nausea ("nauseous daily/ nausea/ nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), alopecia ("hair loss/ hair loss"), migraine ("migraine/ migraines / headaches"), depression ("psych injury/depression"), anxiety ("psych injury/anxiety"), rash ("allergy: rash/skin condition/ rashes or skin conditions type: rashes") and pruritus ("allergy: rash/skin condition/ rashes or skin conditions type: itching") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti/ urinary tract infection"). On an unknown date, the patient experienced dizziness ("dizziness"), headache ("headaches"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dizziness, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, alopecia, migraine, vaginal haemorrhage, depression, anxiety, rash, pruritus, weight increased and weight decreased outcome was unknown and the headache, nausea and pelvic pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discharge summary reported that, three essure coils confirmed to be removed with the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 3. Removal details: during this part of the case, a portion of one of the essure coils was partially pulled out of the right uterine cornua with retraction, so it was completely removed from the uterus. At the end of the case, two coils were confirmed to remain in the fallopian tubes of the specimen. The third (removed from the uterus) coil was also sent to path with the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Computerised tomogram - on (B)(6) 2013: CT imaging that showed 3 essure coils, to presumably in the tubes and 1 presumably in the myometrium.. Pregnancy test urine - on (B)(6): negative. Ultrasound scan vagina - on (B)(6) 2013: perforation (uterus). Essure coils to presumably in tubes, and 1 presumably in the myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and 1 coil presumably in the myometrium. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow up 2 & 3 processed together. Plaintiff fact sheet received. Events migration/ perforation: uterus, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, psych injury, uti, hair loss, migraine, nausea and plaintiff did not undergo essure confirmation test were added. Essure implant and explant date were added. On (B)(6) 2019: plaintiff fact sheet and medical records were received. Events abnormal bleeding (vaginal), weight gain, weight loss, anxiety and depression were added. Event psych injury, allergy: rash/skin condition and plaintiff did not undergo essure confirmation test were deleted. Lot number, medical history, concurrent condition and concomitant medication were added. Essure confirmation test and other laboratory data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.